Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering leading to extremely high blood glucose for which customer treated with manual injection. Customer did not call back to perform high pressure test. Insulin pump will not be returned for analysis.